Event description:
Pt's weight on the cot in semi-fowlers position caused nuts/screws on release levers on head and end of cot to jam causing the cot to freeze in the load position which is quite unstable. Crew was able to completely lower the cot and load into ems unit with add'l lifting assistance. No adverse effect to this pt. Immediately following the event, the cot was taken out of svc. Problem was duplicated by cot repair svc. MFR was contacted on 10/14/96 and advised they would fax material on likely problem and to have hosp maintenance workers repair it. Svc co complied with svc recommendation on 10/14/96 and cot failure continued. A repair was completed by polishing the end of the bolts. This eliminated the obvious design problem on this unit which was returned to svc.